Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that he inserted the insulin cartridge and screwed the adapter on the infusion device. At that point, insulin came out of the tip of the insulin cartridge and now insulin is inside the cartridge compartment. The pt was advised to let the infusion device air dry. The pt examined the insulin cartridge and did not identify any cracks or breaks. The pt was educated on aligning the insulin cartridge to ensure proper placement of the insulin cartridge. The pt switched to his back up infusion device. Upon f/u, the pt reported that he switched back to this device and it was functioning properly. The pt did not report any blood glucose concerns. The pt did not report requiring any medical attention from a healthcare professional or second party to address the issue. No product will be returned.